Event description:
The patient was revised on (B)(6) 2022 due to dislocation. Approximately 4 years and 9 months after the first surgery. The surgeon explanted 1 humeral cup (36/6). The surgeon implanted 1 humeral cup (36/6).

Manufacturer narrative:
This MDR has already been submitted to FDA by the us importer with report number (B)(4).